Event description:
My wife used the product "complete moisture plus" from the company amo - advanced medical options. She started to use this product on her contact lenses in early 2007. Her first eye problems also occurred in the same month. She was treated and stopped using contacts until mid february. She started using the contacts again in the following month with the same product, same bottle and the same eye problems reoccurred only more severe in the following month. She was treated again, problems went away and she stopped using contacts until approx one month later. Eye problems re-occurred in the following month, worse than previous month. This time her eye was scraped and treated with an anti-biotic. Problems went away and contacts were not used until approx one and a half months later. Eye problems again on the following month, but this time extremely severe and my wife was hospitalized. I found a recall from amo on the product my wife was using and showed to the dr. My wife is being treated in germany and the language differences may be causing him to not understand the recall. See writing in lab data below. Frequency: every day. Dates of use: off and on for 6 months in 2007. Diagnosis or reason for use: to keep contacts stored in. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.